Manufacturer narrative:
(B)(4). Eval summary: eval of the returned absolute revealed that the stent was deployed; the distal outer member (om) was not retracted and was in the distal position located at the tip. The shaft had multiple kinks and chatter marks, the tip had a tear and a 2 mm long scratch. The distal outer member was bunched, torn and separated at the proximal end from the bond. The absolute catheter was returned with all other components and the 6 fr non-abbott sheath. The sheath had a deployed absolute stent that was visibly protruding 3 mm out the proximal end of the sheath. The introducer sheath had two sharp 90 degree (approximate) bend and a kink. The sharp bends and kink were most likely related to the procedure. The absolute stent was removed from the sheath. It was observed that the introducer sheath valve was also tighter than usual. An attempt to advance a new control absolute .035" sds through the returned sheath damaged the control catheter¿s retractable sheath during entry and blocked the catheter advancement through the two ninety degree bends. The damaged catheter shaft (the kinks and chatter marks) could be manufacturing or procedural related. Chatter marks are related to being used in a sharp radius or bend. Kinks can also occur if being used in sharp bends and also from rough force, rough handling, etc. Most likely the multiple kinks are related to the procedure. The premature deployment of the stent from the absolute catheter may have occurred during the loading of the absolute .035" sds into the introducer sheath, that the distal om may have caught on the edge of the introducer sheath's valve, which could cause the retractable distal om to slightly be pushed back (if loaded quickly on an angle). If the distal om were slightly pushed back, this would allow the distal end of the stent to partially deploy. If the absolute catheter were removed, with a stent partially deployed, the stent could fully deploy in the introducer sheath (since the stent's radial force outside dimensions are greater than the inside dimensions of the introducer sheath). No specific root cause for the stent deploying in the introducer sheath could be determined, but this does not appear to be a manufacturing issue. The tip damage and the damage to the distal outer member (separation) appear to be procedural related. The tip and distal om may have become damaged during insertion into the introducer sheath. The second introducer sheath was not returned which may have helped in the analysis. No specific root cause was identified for not being able to advance the absolute sds through the 2nd introducer sheath, but it is believed that during the loading of the absolute .035" sds, that the distal om may have caught on the edge of the introducer sheath valve and became damaged during advancement and that the blocked advancement appears to be due to the multiple sharp bends on the introducer sheath. No specific root cause for the stent deploying in the introducer sheath could be determined, but this does not appear to be a manufacturing issue. The lot history record was reviewed which showed no non-conforming material issues with this lot.

Event description:
Device malfunction: premature stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of an unspecified vessel, the absolute stent delivery system could not advance through the sheath. The absolute and the sheath was removed and a new sheath was placed in the anatomy. The absolute sds was attempted and met resistance during advancement with the second sheath. A second absolute sds was attempted, however, could not advance through the sheath; the procedure was stopped. There was no reported adverse pt effect. Though requested, no additional info was provided. During a retrospective review, it was determined that this event should be reported per the device eval which revealed that the stent had prematurely deployed inside the sheath.